Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, a minimum fill notification occurred after the cartridge was filled with 250 units during the load sequence. Additionally, a cartridge leaked. Customer changed the cartridge to resolve the issues. Customer¿s blood glucose was 245mg/dl.